Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter displayed an ¿error 2¿ message. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests his blood glucose 3x daily. The patient manages his diabetes with novolin insulin and nph insulin. The alleged issue began on (B)(6) 2013 at 12pm. The patient did not take his usual dose of medications due to not being able to test. The patient denied developing symptoms; however, that same afternoon, the patient reportedly went to the emergency room (ER). The patient obtained a blood glucose result of ¿599 mg/dl¿ with the ER/ hospital meter. The patient was administered novolin insulin (10 units) as treatment. About 10 minutes after, the patient retested and reportedly obtained a result of ¿around 200 mg/dl¿ with the ER/ hospital meter. There was no indication of misuse. The cca walked the patient through a retest to resolve the alleged issue. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.